Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as an alleged malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the self-test fails intermittently.

Manufacturer narrative:
Reporting institution phone #: (B)(6).